Event description:
It was reported that the patient had chronic systolic heart failure, hypertension, aortic insufficiency, hyperlipidemia, and hemoptysis. The patient underwent heartmate ii left ventricular assist device replacement for suspected thrombus . The patient had an earlier admission for possible left ventricular assist device thrombus, but elected on medical management.

Event description:
It was reported that an echocardiogram performed in 2014 post-implant revealed trace or mild aortic regurgitation/aortic insufficiency (ai). No ai was noted prior to implant.

Manufacturer narrative:
Medwatch / user facility report # 4500440000-2022-8032 was received on 09aug2022 correction: the patient's exchange due to thrombus on 05nov2015 was reported under manufacturer report number 2916596-2015-02145. The patient's admission for suspected thrombus was reported under manufacturer report number 2916596-2022-00273. The use of the word "earlier" in "earlier admission" was erroneous. This report will cover onset of the patient's aortic insufficiency. Section b3: the event date has been estimated as the exact onset date of aortic insufficiency is unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on hmii lvas, serial number (B)(6), until (B)(6) 2015 when the patient ultimately underwent a pump exchange (manufacturer report number 2916596-2015-02145). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13jan2014. No further information was provided. The manufacturer is closing the file on this event.